Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 analyzer, and identified the failure mode as the eic valves. The fse replaced the eic valves, performed calibration and ran quality control which resolved the issue. Pt info: information not provided by customer. (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for sodium (na) and chloride (cl) on their unicel® dxc 600 analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.